Manufacturer narrative:
This report is submitted on february 04, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to device non-use. The patient was re-implanted with a new device on (B)(6) 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 18, 2022.